Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chemotherapy from a secondary set was backflowing into a continu-flo clearlink system solution set and an underinfused occurred during infusion. During an independent double check, it was observed that the backcheck valve of the set was not working properly as the chemotherapy from the secondary set was dripping at a steady state and was flowing into the drip chamber of the primary set despite the clamp and backcheck valve. During infusion, it was observed that 40ml of medication remained in the bag at the time the infusion was expected to have been completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure, clear passage, priming, backflow, and usage testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.